Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information received indicates that the infection was around the ipg site.

Event description:
It was reported that the patient was scheduled either for an incision and drainage procedure or possible explant due to an infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the system was explanted to address the issue.